Event description:
It was reported that the patient requested warranty due to unspecified issues with his inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The warranty request is for a reservoir that was replaced back in (B)(6) 2018. The warranty request was initiated by the hospital auditors.